Event description:
It was reported while in use on a patient, the 840 ventilator experienced a problem while suctioning a patient. The patient was not transferred to another ventilator. Service engineer (se) could not find any error codes in memory and was unable to duplicate the reported condition. The fse performed all calibrations, extended self test (est), short self test (sst) and ran the unit on a test lung. The unit passed all testing and operates within the manufacturing specifications.